Event description:
It was reported that prior to implant, the helix of the lead would not extend. The lead was not implanted and a different lead wasused during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the full lead was returned and analyzed. There were no anomalies found. (B)(4).